Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right colon resection, the stapler was fired. When released from the bowel, it was discovered that the stapler had failed and not fired. Two additional staplers and two reloads had to be opened to complete procedure. It is unknown if there were any patient complications.